Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right side device. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, openings posterior and anterior side assessed, as surgical damage like. Additional observations: observed, creases on the device. White and black particles observed, outer device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, deflation against right side device. Device has been explanted and replaced.